Event description:
The recipient reportedly experienced open circuits due to electrode extrusion. The recipient underwent revision surgery on (B)(6) 2019.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.

Event description:
The recipient reportedly experienced open circuits due to electrode migration. The recipient underwent repositioning of the electrode on (B)(6) 2019.